Manufacturer narrative:
.

Event description:
On (B)(6) 2012, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2018, follow up films were read that revealed a large proximal type I endoleak. On (B)(6) 2018, a reintervention occurred whereby additional gore® devices were implanted to treat the endoleak. Three gore® viabahn® balloon expandable endoprostheses were implanted in the renal arteries as part of a snorkel procedure, then three gore® excluder® aaa aortic extender components were implanted proximally towards the superior mesenteric artery to treat the type I endoleak. The endoleak was successfully treated.

Manufacturer narrative:
Additional manufacturer narrative/corrected data. Results code 1: 213.